Manufacturer narrative:
Patient information: unk. Event date:unk. Product code: unk; esubmitter software does not allow for a blank/unk entry implant date: unk. Manufacture date: unk. (B)(4).

Event description:
Reportedly an implantable collamer lens was explanted. The doctor states the "icl was just removed and the patient didn't want to proceed." Attempts to obtain additional information have not been successful.